Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient stated the implantable loop recorder (ilr) was coming through the incision. The patient was placed on antibiotics and a follow up visit was scheduled. The patient subsequently reported that the ilr had fallen out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.